Event description:
It was reported that the oxygenator holder did not hold the oxygenator safely. The oxygenator kept falling off. No reported impact to the patient or the circuit. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Without the device or lot code, an investigation can not be performed. If additional information becomes available a supplemental medwatch will be submitted.